Manufacturer narrative:
(B)(4).

Event description:
The manufacturer representative reported poor coupling with recharging; difficulty recharging. There were 0 bars coupling today in clinic. Antenna locate (al) was 40-42, but caller indicated that she usually will see al values in 70-80's for patients who have their implantable neurostimulators (ins) as shallow as this patient¿s was. The patient usually got 8 bars coupling and caller noted that the ins was shallow in the pocket. The caller noted that the patient¿s clinician programmer recharge data reflected that the patient was not advancing in charge level on recharge sessions this week, since the issue began. An al feature did not resolve the issue. The ins was tilted at an angle in the pocket. It was suspected that the device had flipped. The patient was seen by the hcp and it was confirmed that the ins had flipped. The patient was unable to charge her ins. The patient was having a knee replacement on (B)(6) and requested ins revision be done after that surgery. The hcp agreed and he manually flipped the ins in her pocket so the patient was able to charge. A surgery date was not scheduled yet. The physician office was to notify the rep once scheduled. There were no symptoms or patient outcome reported. The indication for therapy was non-malignant pain. If additional information is received, a follow-up report will be sent.